Manufacturer narrative:
Sample was li heparin collected in a pst tube. Qc is perfomed 3 times a day and was within the customer's established ranges prior to and after the event.a field service engineer (fse) was on-site. The fse performed a diagnostic system check which failed. Fse then completed a major preventive maintenance (pm). No hardware issues were noted. Verification testing met published specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result generated by the access® 2 immunoassay system for one patient.a patient sample when tested gave an accutni result of 31.21ng/ml which repeated at 0.00ng/ml. Upon repeat on a different instrument, the result was 0.01which was within the normal reference range.the erroneous result was not reported outside of the laboratory.the customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.